Event description:
During a pci treatment procedure, the quantum maverick monorail 20/3.0 mm balloon ruptured at 16 atms on the third inflation. The atms reached on the first two inflations are unk. The pt was asymptomatic during this event. The lesion being treated was a 90% stenotic lesion in the mid right coronary artery. The physician used a terumo introducer sheath for vascular access, a launcher guide catheter and a balance .014 guidewire to cross the lesion. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.